Event description:
It was reported that a user requested assistance pairing a dexcom g7 with the ilet, noting that the pairing code had previously been entered and that the pump displayed a ¿stop sensor¿ message under sensor information. During troubleshooting, glucose data appeared on the ilet, with a reading of 212 mg/dl observed on the call, indicating hyperglycemia in the setting of intermittent signal loss. Symptoms included elevated blood glucose. Outcomes included no reported injury, intervention, or hospitalization. Investigation included customer interview and troubleshooting and education regarding sensor pairing and signal connectivity. Investigation of this case revealed intermittent communication between the cgm and the ilet without evidence of ilet device malfunction. It was concluded that the event was attributable to cgm pairing or connectivity issues rather than an ilet device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.